Manufacturer narrative:
(B)(4). Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2017-05136. (B)(4). Medical products - - femoral component precoat size g left catalog #: 00595001701 lot #: 62362705, tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog #: 00598005701 lot #: 62312080, and all poly patella standard size 32 mm diameter 8.5 mm thickness for cemented use only catalog #: 00597206632 lot #: 62365236, articular surface use with plate 7,8,9,10 size blue/c-h 10 mm catalog #: 00595205010 lot #: 62307841. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient is experiencing pain, swelling, limited mobility, and limited range of motion. Patient had manipulation performed to "break it loose". Attempts have been made and additional information is not available.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.